Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2068828; d.4. Medical device expiration date: 2024-03-31; h.4. Device manufacture date: 2022-03-09; batch# 2068828. This event occurred 229 times. D.4. Medical device lot #: 2068831; d.4. Medical device expiration date: 2024-03-31; h.4. Device manufacture date: 2022-03-09; batch# 2068831. This event occurred 6000 times.

Event description:
It was reported when using the bd vacutainer® urine collection cups customer found that there are stains in the collection tube. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that there are stains.".

Event description:
It was reported when using the bd vacutainer® urine collection cups customer found that there are stains in the collection tube. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that there are stains."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 30-aug-2023. H.6. Investigation summary: bd received 6 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.